Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached end of service due to having undergone three overdischarges.

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported the implantable neurostimulator (ins) has been overdischarged since one year ago. Impossible to recharge the ins led to this event. A physician mode recharge (pmr)was performed. The physician will plan a pocket x-ray to confirm ins orientation. The physician will also evaluate an ins replacement. The issue was not resolved at the time of this report. The rep will obtain further information on this event in four days. The rep further reported that it was unknown why this issue was not addressed a year ago. The recharger was checked. Another recharger was tried but no telemetry was possible. The ins was not responsive when the pmr was tried. No x-ray was taken, the physician changed this idea. During surgery for device replacement the ins was found okay. Only the ins was replaced. The device will be returned to the device manufacturer. If additional information is received, a follow up report will be sent.